Event description:
A dreamstation auto CPAP w/humid/ht, can device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury, and there was no report of medical intervention. During the evaluation, the service center visually inspected the device. The inspection revealed tobacco contamination in the device and evidence of foam particles inside the blower it. Although the device was considered functional, it was ultimately scrapped. Further investigation cannot be conducted at this time. If any new information becomes available, a follow-up report will be issued.